Manufacturer narrative:
(B)(4).

Event description:
The complaint sensor device was returned for evaluation. The device was visually inspected with the sensor wire attached to the sensor pod and seal carrier. The sensor wire was not found to be broken. The reported broken sensor wire event was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a detached sensor wire allegedly retained in the patient's skin. The sensor was inserted at the abdomen on (B)(6) 2017. Patient's mother reported that believed the wire was still in the pod after removal. She did not see wire protruding from the skin. Patient's mother reported that the continuous glucose monitor (cgm) was displaying values prior to issue. Patient experienced discomfort during use. After sensor was removed, the site became swollen, "knotted up," red, and warm. Affected area was treated with bactrim prescribed on (B)(6) 2017. On (B)(6) 2017, an ultrasound exam confirmed the sensor wire was not retained. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.